Event description:
It was reported that the patient's device was replaced due to end of service, but the device could not be interrogated to verify an end of service condition. It is currently unk if normal end of service is the reason for the inability to communicate. Product has been returned to manufacturer, but analysis is pending.